Event description:
The customer ((B)(6) hospital) reported that a laboratory technician, while assisting in replacing cleaner solution in a laboratory instrument, was splashed in the left eye with waste container material (biohazard and chemical material). This occurred while assisting in the maintenance of the instrument. The technician was wearing gloves and a lab coat, but was not wearing goggles as requested by safety instructions.

Manufacturer narrative:
The maintenance on the instrument was completed according to the requirements. The reported event was deemed an isolated incident attributed to failure of the user to follow safety instructions and the lack of proper protective gear.